Event description:
The clinic reported that a laser vision correction patient presented with decreased of best corrected visual acuity on right eye since one week post treatment visit. The visual decrease has been constant and lubrication provides no improvement. Patient reports she does eye lubrication twice a day but the visual acuity is worst when she is studying. Bcva right eye pre-op 20/20 post-op 20/40. Bcva left eye pre-op 20/20 post-op 20/20.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.